Event description:
It was reported that during testing conducted at the user facility the led cover was found to be broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during testing conducted at the user facility the led cover was found to be broken off. No patient involvement or procedural delays were reported with this event.